Manufacturer narrative:
Reference for the file: serletis-bizios, a., durand, e., cellier, g., tron, c., bauer, f., glinel, b., dacher, j.n., cribier, a. And eltchaninoff, h., 2016. ¿a prospective analysis of early discharge after transfemoral transcatheter aortic valve implantation¿. The american journal of cardiology, 118(6), pp.866-872. Multiple reports were submitted for this article. Please reference manufacturer report numbers: 2015691-2017-00581, 2015691-2017-00582, 2015691-2017-00583, 2015691-2017-00584, 2015691-2017-00585, 2015691-2017-00586, 2015691-2017-00587, 2015691-2017-00588, and 2015691-2017-00589.

Manufacturer narrative:
This report represents eight of the reported high-degree av block with ppm implant. Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there is insufficient information to confirm the cause of the reported events. It is possible that the reported conduction system disturbances were caused by the mechanism explained in the technical summary mentioned above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
The american journal of cardiology published a french single-center study of 130 patients undergoing elective transfemoral tavi from january 2014 to january 2015 with the sapien-xt or sapien-3 prosthesis. Complications were classified using valve academic research consortium 2 criteria. In patients exhibiting conduction disturbances post-tavi, the decision to proceed with permanent pacemaker (ppm) implantation was guided by local protocol and practices. Patients with new persistent or recurrent high-grade atrioventricular (av) block were generally implanted within 24 to 48 hours of tavi. Patients with other new conduction disorders were monitored for a minimum of 24 to 48 hours before rendering decisions about pacemaker appropriateness. Among the procedural characteristics and complications, the authors reported that ppm was required in 17 patients. During the study period, the following conduction disturbances events were observed intra-procedure or immediately after tavi: high-grade av block (12 patients), new complete left bundle branch block (7 patients), new left bundle branch block and first-degree av block (1 patient), and sinus node dysfunction (2 patients). The final patient had a non-specified conduction disturbance. Of the 12 patients with new high grade av block, 8 received ppm with an average time to implantation of 1.9 days (range 0.5 to 5 days). The remaining 4 patients with high-grade av block experienced resolution of their conduction disorder and did not receive a ppm before discharge. Only 2 patients with new left bundle branch block (lbbb) underwent ppm implantation: a patient with new lbbb and new first-degree av block received a ppm at day 3 after tavi, and another patient with concomitant rapid atrial fibrillation and new lbbb underwent ppm implantation and av nodal ablation at day 6 after tavi.